Event description:
The manufacturer received information alleging a ventilator service required alarm had occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blender module board needs replaced to address the issue. Customer has requested that no repair be performed. The device will be returned to customer unrepaired.